Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "on (B)(6) 2025, the hospital reported a malfunction. The initial fault symptom was yellowish images. On-site inspection observed yellow deposits at the light guide interface of the scope. After cleaning with the company's special frosted lens cleaning paste, the fault suddenly changed to the scope showing "unable to recognize the main unit" with no image. The symptom persisted after multiple tests. Returned to rc for detection and confirmed as a scope malfunction." No negative impact in state of health reported.